Event description:
Customer's home care assistant reported customer was not able to test her blood glucose due to an errc 6 message appearing on their precision xtra meter. Customer's home care assistant also reported customer experienced symptoms of headaches, dizziness and nausea. Customer's home care assistant stated that customer was diagnosed with severe hyperglycemia by her doctor and sent to hospital where she was treated with 5mg glipizide and other unk medications.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.